Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A call center ticket was logged with the following text "cannot discharge power". There was no report of adverse patient impact.